Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8352-50; serial number: (B)(4); batch/lot number: 17717302; model/catalog description: coveredge x 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction was suspected.